Manufacturer narrative:
Analysis summary: the fatigue fracture of the outer coil was the result of subclavian stress.

Event description:
The rptr indicated that the device was explanted due to no output, and possible subclavian crush.